Manufacturer narrative:
The original equipment manufacturer (OEM) performed failure analysis and could not reproduce the error during initial testing. The error listing showed a c-00 error. The device failed while performing a system calibration and produced a c-84 error. Further troubleshooting led to a cpu sensorik printed circuit board (pcb) malfunction. Once replaced, the device passed calibration and all tests. Unrelated to the reported issue, the system fan was making noise and replaced. The complaint regarding energy issues was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting energy issues, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported issue. The system was tested and verified as ready for use. Isi did receive the erbe generator involved with this complaint to perform failure analysis and is in progress. The complaint regarding energy issues was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report they are having an issue with the integrated electrosurgical unit erbe (erbe) generator. The csr stated they have already tried a new grounding pad, energy cable, and the bovie pad icon was green but the issue was not resolved. The csr stated they have a c-01 error on the screen. The tse viewed system logs and confirmed the c-01 error. The customer rebooted the erbe and is now getting a u-02 error. The tse walked the caller through 4 hard reboots by pulling the power cord from the back of the erbe and disconnecting the foot pedal cables on the back of the erbe and after rebooting the u-02 error returned. The customer set up the force triad generator and continued with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the procedure was robotically completed using force triad generator.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the erbe generator involved with this complaint and performed the failure analysis. Failure analysis could not reproduce the reported issue. The unit energized and cauterized, and all ports recognized instruments. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The unite was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned revealed no issues related to the customer reported event.